Event description:
Event description guidant received information that following the implant of this the implantable cardioverter defibrillator (ICD) the system delivered inappropriate shocks to the patient. An invasive procedure was performed one day later where a fracture of the chronic lead was found. A new sysem was implanted.